Event description:
It was reported that the external pulse generator had been brought to the facility's biomedical engineering department recently, the first time because it was pacing at a rate higher than it was set to and the second time because it would not sense. In both instances the biomedical engineers were unable to duplicate the experience, no problem was found. The generator is being returned for evaluation/test and calibration at the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had been brought to the facility's biomedical engineering department recently, the first time because it was pacing at a rate higher than it was set to and the second time because it would not sense. In both instances the biomedical engineers were unable to duplicate the experience, no problem was found. The generator is being returned for evaluation/test and calibration at the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm any issue with the pacing rate or the sensing function. Analysis did find that the upper and lower cases and the side bail covers were broken, that the ring was contaminated, the battery contacts were compressed, the keyboard was scratched and the heart lead flex connector on the main printed circuit board was open. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.